Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "doesn't alarm when door is open & tubing needs to be inserted" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the lower hook switch was stuck and not functioning as intended. The lower auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't alarm when door was open and tubing needs to be inserted during testing in the biomedical service department. There was no patient involvement. No additional information is available.